Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high thresholds and undersensing. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on more than one occasion the patient's right ventricular (rv) lead exhibited increased threshold and decreased sensing due to pull back. Reprogramming was completed with each occurence. The lead remains in use. It was noted the patient is currently enrolled in the adapt response clinical trial. No patient complications have been reported as a result of this event.